Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 mg/dl. A correction bolus via the pump was delivered to address bg. The customer alleged that the pump did not deliver basal insulin. Tandem technical support reviewed the pump logs and verified the pump settings. The customer continued to use the pump for insulin therapy.